Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and observed foam/plastic found in blower box and screw foundation broken during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to CPAP device's sound abatement foam and became degraded and caused the patient to have stage 4 kidney failure and sinus infection. The patient also alleged nasal/throat irritation or soreness and particles in tubing/chamber. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's service center for further evaluation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit but the device was evaluated and can confirm the presence of contamination in the airpath. The unknow dust/dirt contamination and fibers found on the blower casing/impeeler and blower base within bottom enclosure, dry box, and seals was inconsistent with degraded sound abatement foam contamination was observed throughout device enclosure and airpath, suggesting a source external to the device. The manufacturer found mineral spots consistent with water ingress within the bottom enclosure. A kertain-like substance was observed and the blower box outlet. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there is dust / dirt contamination and the presence of contamination in the airpath, source of contaminations were external to the device.